Event description:
Event description guidant received information that this pacemaker could not be interrogated. It was noted that the device had reached a battery status at end-of-life. Technical services recommended to replace the device. It was successfully explanted and replaced.